Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent deformation). Related to another drug/device - (procedural guideliner). Incorrect technique/procedure. Conclusions: inherent risk of procedure - (failure to deliver and stent deformation). Operational context caused or contributed to the event. A device problem related to the operator's technique or use environment. (B)(4).

Event description:
It was reported that a physician was attempting to deploy two resolute integrity drug-eluting stents to treat a lesion in a patient located in the lad bifurcation with stenosis present. It was reported that the physician had difficulty deploying the first stent and the stent was reported to be difficult to position over the lesion. The device was easy to remove from the patient but upon its removal from the patient it was noticed that there was a clot on the tip and when this was removed, the stent was noted to be flared. The second stent was used and this could not be deployed and upon removal this stent was also noted to be flared. A competitor stent was then used to treat the lesion. The stents were used with guide inner (guide wire of another company). No patient injury or clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. A number of struts on the 1st distal segment were raised and deformed. A number of struts on the 3rd distal segment were deformed. The remaining segments were intact. The procedural guideliner insertion port was damaged and the distal tip was partially flattened.

Manufacturer narrative:
(B)(4)